Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was in use on a patient at the time of event.